Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the crimp on wrist control cable was found to be dislodged at the grip hub. As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of having a defective cable. However, it could not be confirmed if there was indeed a cable breakage. The probable root cause of dislodged cable crimp is attributed to component failure. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Annex g was updated based on the failure analysis findings.

Event description:
Refer to h11 for follow-up information.